Event description:
This 64-yr-old female previously underwent bilateral breast augmentation in 1974 with implantation of silicone gel implants. The MFR of the implants is unknown to this reporting facility as the procedure was performed at another facility. The pt complains of increasing firmness and capsule discomfort and wished replacement of the implants. Gross exam: the right implant is intact; the left implant, when presses, shows 3 minute fenestrations in the lateral aspect of the sac through which exudes sticky, stringy viscus gelatinous material. Both capsules show fibrosis with histiocytic and granulomatous reaction.